Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015; 350973 competitor lead, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was shocked by their right ventricular (rv) lead and collapsed. It is unknown whether the shocks were appropriate or inappropriate. Per the patient, approximately a half hour following the fall, a rv lead integrity alert (lia) was triggered. The patient was found by family the day after the fall and was taken to the emergency room. It was discovered that the patient had suffered rib and cervical spine fractures. In addition, it was determined that the rv lead exhibited high pacing impedance, loss of capture, and oversensing of artifact on an electrogram due to a confirmed fracture. The rv lead was reprogrammed and remained in use until the patient¿s other medical needs could be addressed. Approximately two months later, the rv lead was explanted and replaced. During the procedure, the left ventricular (lv) was also explanted and replaced for high thresholds. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.